Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that the lyse tubing was disconnected from the diluent pump. The fse reattached the tubing, which repaired the leak and the controls. The repairs were verified by established procedures. (B)(4).

Event description:
The customer reported a leak from the coulter act diff 2 analyzer while running startup. The instrument was failing controls when the leak was noticed. The volume of the leak was not specified and was contained within the instrument. The fse was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not reported outside of the laboratory and there was no change or affect to patient treatment in connection with this event.